Event description:
It was reported that after impaction a durom acetabular component, the surgeon could not remove the instrument. He had to remove the implant from size 56 and replace by a 58 using a straight impactor. The surgery was delayed 40 minutes.

Manufacturer narrative:
This report will be amended when our investigation is completed. (B) (4)